Manufacturer narrative:
The customer stated the qc was within the specified ranges. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 79772305 with an expiration date of 31-oct-2025. The field service engineer inspected the module and determined the measuring cells caused the event. He replaced the measuring cells, reagent probe, pinch tubing, reagent valves, seals, and packing, and cleaned the extra wash station (ews) drain. He verified the module's performance by successful blank cell calibrations and mechanical and instrument checks. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b results not corresponding to the clinical condition from an unspecified number of patient samples tested on the cobas 6000 e 601 module. The reporter stated that doctors complained the elecsys hcg+b assay results were not recovering as expected; known pregnant patients expected to have high results had lower-than-expected results. No specific results were provided.